Manufacturer narrative:
All available information was investigated, and the reported difficult clip deployment was unable to be confirmed as it could not be replicated in a testing environment. Additionally, a corroded actuator coupler was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult clip deployment was unable to be determined. The observed corroded actuator coupler seems to be due to residual saline solution left in the device from the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty deploying the clip. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure all steps were followed per instructions for use (IFU). A nt clip was placed on a2 and p2 leaflets. Deployment was noted to be difficult, as the shaft of the clip delivery system (cds) was difficult to remove from the clip. Resistance was also noted while retracting the actuator knob. Troubleshooting such as, moving the stabilizer to align the axis of the shaft and clip, and two additional rotations of the actuator knob and actuator retraction was performed. The nt was able to be deployed after troubleshooting. The mr was reduced to grade 1. There were no adverse patient effects, or clinically significant delay. No additional information was provided.